Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient stopped feeling the stimulation sensation. The patient noticed this around 3 months ago. The patient then tried to adjusted stimulation and got ¿shocked.¿ so, the patient decided not to ¿mess¿ with the programmer anymore. The patient was currently on program 3 at 0.70 volts. The patient increased stimulation to 0.95 volts and that caused the second toe on the patient¿s left foot to lift. The patient could ¿hardly walk¿ when her toe was lifted and decreased stimulation because she ¿could not stand it.¿ the patient then switched to program 4 and increased to 1.3 volts and that also caused her toe to lift. The patient then switched to program 1 and stimulation was too high. The patient decreased stimulation to 1.2 volts. The patient¿s toe went down, but she could ¿hardly feel stimulation.¿ the patient further switched to program 2 at 1.0 volts. The patient felt ¿very little stimulation¿, but that was as high as she could go without affecting her foot. It was noted that when stimulation was off, the patient¿s foot went back to normal. It was also mentioned that sometimes the patient¿s toe hurt. The patient wanted to make an appointment with her physician.

Event description:
It was later reported, the patient¿s device was causing them to not be able to feel their foot. It was noted the patient also mentioned foot and toe pain. It was stated the patient was in the doctor¿s office to have an x-ray done but they had not yet been contacted about the results.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# v688811, implanted: (B)(6) 2011, product type lead. (B)(4).